Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 19dec2018. (B)(4). A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported pressure mismatch between setting and delivered. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user. The event date was not specified; estimate used.

Manufacturer narrative:
B4:03/26/2019. G4: 03/05/2019. Failure analysis on the returned gas delivery system (gds) found that airflow sensor drift caused unit to pass out of specified range. Replacement of u1/u2 combination of airflow sensor subsystem resulted in the unit passing all testing. Root cause failure determined to be fault in u1 of airflow subsystem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
B4: 18jan2019 . G4: 17jan2019. The manufacturer¿s international service technician confirmed the reported issue and replaced the defective flow sensor to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.